Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit. Serial # (B)(4). Case close complete, case turn over to cad. Customer called in for help on 8110 unit running a pm test on unit and unit fails the patient side occlusion test they ran the calibration test pressure test fails. Resolve the issue replace the pressure sensor before call in then ran calibration still fails. At this point unit has to come in for repair services also confirm repair quote to customer for level 1. (B)(4). 8100 unit. Serial # (B)(4). Customer called in for help on 8110 unit running a pm test on unit and unit fails the patient side occlusion test they ran the calibration test pressure test fails. Replace the pressure sensor before call in then ran calibration still fails. Explain at this point unit has to come in for repair servier. Confirm repair quote to customer for level 1 customer will call back once unit ready to setup.